Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: ann thorac surg. 2026 feb;121(2):401-410. Https://doi.org/10.1016/j.athoracsur.2025.06.031 epub 2025 jul 9. Pmid: 40645360.

Event description:
Cardiac transplantation after hybrid+vad support in patients with hlhs: technical considerations and outcomes. The aim of this study was to review our surgical technique and outcomes of 7 consecutive infants with functionally univentricular ductal dependent systemic circulation who underwent cardiac transplantation after hybrid + vad. Ethibond (eth) which was used to encircled the ductus, while prolene (eth) was used to closed any donor atrial septal defect. 5-0 prolene (eth) which was used in the left atrial anastomosis, also it was used in dividing the arterial duct, and the pulmonary end. 6-0 prolene (eth) which was used to construct the inferior vena caval anastomosis. Reported complication: ethibond (eth). Prolene (5-0,6-0;eth). Posttransplant vocal cord dysfunction (n=1). Treatment: gastrostomy tube insertion. In conclusion, patients with functionally univentricular ductal-dependent systemic circulation with important cardiac risk factors can be successfully bridged to cardiac transplantation by using the hybrid + vad technique. Importantly, cardiac transplantation after hybrid + vad can be performed safely and effectively and results in excellent short-term and midterm outcomes.